Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Significant charring was noted on the tip electrode of the returned device. The tip electrode and the tip thermocouple met specifications during electrical testing. The char was removed from the tip to enable temperature testing and irrigation testing. The device met specifications during temperature testing, but was unable to be flushed. Further investigation revealed a blood-like substance (bls) occluding the distal irrigation tubing near the deformable body. The device was able to be manually flushed from the luer hub to the proximal end of the cut distal irrigation tubing with no other occlusions noted, therefore isolating the irrigation issue to the bls previously noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported char remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming significant charring on the tip of the catheter.

Manufacturer narrative:
Correction: g3, h2, h3, h6. After further review, the investigation coding was updated to investigation findings mechanical problem identified c07 : blockage identified c0708 and internal clarifying code ep - flow obstruction, fm/bls occluding irrigation c070800-002.